Manufacturer narrative:
The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year, 8 months. Manufacturer's investigation conclusion: during evaluation of the submitted system controller log file, an unexpected pump stoppage event was noted to have occurred on (B)(6)2018 that lasted approximately 11 seconds, resulting low speed, pump stop and low flow hazard alarms. The pump stoppage appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The pump resumed operation at the fixed speed after the event. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The device remains implanted and the patient remains ongoing on vad support with no issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
During the manufacturer's evaluation of the system controller log file submitted by the patient's healthcare providers for analysis, a pump stoppage was confirmed related to a disconnection of the driveline.